Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, a curved opening, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a sharp curved opening on valve bond edge. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a sharp curved opening assessed as unidentified (tear) opening.

Event description:
Additionally, healthcare professional reported "crease/folding of implant."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.